Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the speaker needed to be replaced as the cause of the reported problem was the speaker.

Event description:
It was reported that the intellivue mp30 had a speaker malfunction. It is unknown if there was still sound coming from the device. The device was not in use at time of event and not patient involvment.